Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2015-26385. Follow up information identified the patient reported receiving effective stimulation during the trial, thus the patient underwent surgical intervention to implant an ipg and the leads were connected to the new ipg. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2015-26385, 1627487-2015-26575 and 1627487-2015-26576.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2015-26385.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report:(B)(4). It was reported the patient is experiencing auto-reducing after sustaining a fall. The patient requests an explant of her scs system, hence surgical intervention may be pending to address this issue. The patient underwent surgical intervention on (B)(6) 2015 to explant the scs system and a lead was implanted. Postoperatively the patient was receiving effective stimulation. It was noted the area surrounding the contacts were blackened. If this trial is successful surgical intervention may be pending to implant another scs system.